Manufacturer narrative:
(B)(4). The device is not available for analysis.

Event description:
Per the clinic, the patient experienced a loss of osseointegration in 2011 (month and day not reported) resulting in fixture loss. The patient was reimplanted with another device on (B)(6), 2011. The device is not available for analysis.